Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the vitrectomy probe stopped cutting halfway, aspiration was weak during vitrectomy surgery. The surgery was completed on same day, after replacing the product. There was no patient impact.